Event description:
It was reported the pt (B)(6) experienced a loss of stimulation. A diagnostic test revealed invalid impedance readings for several lead contacts. Surgical intervention was undertaken for further interrogation. Intraoperative testing found the problem stemmed from the pt's extension. As such the device was replaced thereby resolving the issue.

Manufacturer narrative:
Results: the complaint of "invalid impedance" was confirmed. As received, the extension failed continuity testing and all channels measured open. Microscopic inspection of the returned extension revealed several broken wires bundled in the strain relief. As the outer tubing of the lead body of the extension was not breached, the fractured wires are consistent with being subject to stress while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.